Manufacturer narrative:
The device did not return for analysis. However, the reported allegation of coating issue was confirmed based on the media, showing that the insulation of the rf wire was damaged.

Event description:
It was reported that versacross connect laac access solution selected for use. During insertion, back end of the wire was frayed. No damage noted on packaging. The procedure was completed by using different device, same model. No patient complications were reported. The device is not expected to return for analysis as disposed.

Event description:
It was reported that versacross connect laac access solution selected for use. During insertion, back end of the wire was frayed. No damage noted on packaging. The procedure was completed by using different device, same model. No patient complications were reported. The device is not expected to return for analysis as disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
Correction to the initial MDR in block(s) device codes f10 and h6), in sections f - user facility / importer report information and h - device manufacturers only. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that versacross connect laac access solution selected for use. During insertion, back end of the wire was frayed. No damage noted on packaging. The procedure was completed by using different device, same model. No patient complications were reported. The device is not expected to return for analysis as disposed.